Event description:
The customer reported attending the emergency room for their high blood glucose level of 508 mg/dl. The name of the hospital that the customer attended is (B)(6). The customer was wearing the pump at the time of the visit. The customer received assistance in re-inserting the reservoir and running a manual prime. The insulin did exit the tubing. The customer also stated that they did not find a leak. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).